Event description:
It was reported to boston scientific on 02/15/2007 that during a tbna, "the needle bent at 90 degree angle while taking biopsy. The patient developed a new right sided ptx (pneumothorax) requiring placement of a thoracotomy tube." Patient is male and age is unknown. It was also reported that a "jabbing" method was used to obtain the sample and the procedure was completed successfully using a second device. The ptx subsequently resolved within 48 hours and the patient has been discharged to rehab.

Manufacturer narrative:
The device has not been received by this manufacturer; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record was performed and revealed one anomaly for a non related issue. A search of the complaint database for similar complaints related to the product family was conducted; no other complaints were found. A product family rolling 15-month complaint trend report for all complaint failure modes was reviewed; no adverse trends were noted.